Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 82305888. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the prn fell off during use when removing the bd intima-ii¿ closed IV catheter system and infusion device. The following information was provided by the initial reporter, translated from chinese to english: "it was found prn fall off when took out intima ii and infusion device, may leading to pollute."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the prn fell off during use when removing the bd intima-ii¿ closed IV catheter system and infusion device. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found prn fall off when took out intima ii and infusion device, may leading to pollute."